Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7.

Event description:
Also reported "patient's breasts and armpits, found a lump in her left armpit, the suffering and anguish caused by the situation still experienced by the patient, and metaplastic synovial cyst"

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma alcl.. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "large cell lymphoma associated with breast implant." Pathological markers were provided. Physician additionally reported ¿enlarged lymph node in the left axilla¿ and ¿liquid accumulation in fibrous capsule of left breast¿. The device has been explanted and patient received chemotherapy.